Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he wanted information about training. The customer stated that his blood glucose level was 59 mg/dl about two hours prior to the call. During the call, the customer reported that his meter read 50 mg/dl, which he treated with juice. About 15 minutes later, the customer reported that his blood glucose level was 52 mg/dl. The customer stated that he was worried and our call center representative permission to call paramedics. Paramedics arrived and stated that they would transport the customer. The insulin pump was not replaced or returned for analysis.